Event description:
The customer contacted baxter's technical service center (tsc) regarding a system error (se) 2240 which occurred on the homechoice (hc) during use. The home patient (hp) stated that the 2nd bag was empty with air in the line. No leaks were found. The hp stated that she already called her registered nurse (rn). The baxter technical service representative (tsr) explained that therapy was over and new supplies were needed. The hp stated that she would do a manual bag then call the rn in morning. There was no patient injury or medical intervention indicated at the time of the initial report. There was patient involvement. Product surveillance contacted hp on (B)(4) 2011 regarding the system error 2240 alarm. The hp reported that the issue was resolved, by ending therapy that night. The hp did not know the cause of the alarm. The hp said the supply bag was completely empty and the cycler was not pulling from the other bag. Per the hp, there were no loose connections, disconnections or defects on the supplies. The hp stated that she discussed the alarm with his nurse. The nurse had recommended for her to do an exchange in the next morning. Per hp, she did not have any injury or harm as a result of this incident. The hp stated that she is doing fine and continuing therapy without issues. The hp stated that she had discarded the supplies after therapy, and did not know the lot numbers. No allegations were made against any of the hp?s dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). The device had been discarded and the lot number was unknown, a batch review could not be performed. Should additional information become available a follow-up report will be filed.

Manufacturer narrative:
(B)(4). The complaint could not be confirmed due to lack of sample therefore the root cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.